Manufacturer narrative:
(B)(4). Batch # p56e2v. The analysis found that one psee60a device was returned with no apparent damage and with a gst60g partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by, ¿the device stayed jammed in a closed position? Few staples were delivered?¿ did the device deliver a cut line? If yes, were the cut line and staple line equal in length? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? What was the product code of the cartridge (gst60t, ecr60d, etc.)? What type of procedure was being performed?

Event description:
It was reported that during an unknown procedure, during the second stapling the device stayed jammed in a closed position. Few staples were delivered. The device and the cartridge were unusable. Use of another device to complete the procedure. No patient consequence.